Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, the right ventricular (rv) lead noted high out of range pacing impedance measurements. Additionally, the threshold measurement had increased and there were a significant number of noisy episodes stored. The episodes were consistent with typical fracture noise. Realtime noise was also noted during the follow-up. The physician reprogrammed the duration time of the tachy zones and adjusted the automatic gain control. The physician and patient will decide the next course of action. This patient was not pacemaker dependent. No adverse patient effects were reported.